Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not cross over and involved multiple medications and a patient. A technical support specialist (tss) confirmed that no issue found during monitoring time frame. The system functioned as intended after the tss investigated the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es orders were not crossing over from epic to the es server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.